Manufacturer narrative:
The system remains implanted but not in service, pending a decision on undergoing an explant procedure. This report will be updated when additional information is received. As the rv lead was surgically abandoned, it is not able to be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received a shock that was inappropriate. The patient was not able to perform a transmission in the remote monitoring system and a message stating remote monitoring disabled due to limited battery capacity was observed. Technical services reviewed the available data and noted the message low shock lead impedance detected when attempting to deliver a shock, with a code 1007. The patient presented to the hospital for a device check the following day. It was determined the lead was likely compromised and the device and lead should be explanted and replaced. It was noted the patient had brugada syndrome and had a device implanted for more than 10 years and had never received a shock for ventricular fibrillation (vf). The patient did not wish to continue with ICD therapy. It was therefore unknown whether the device and lead would be explanted for return and analysis. The field representative later confirmed that the patient returned to the hospital three days later and was admitted for the device replacement procedure. The next day the device was explanted and replaced with a competitor's device. The rv lead was also replaced with a competitor's lead. No additional adverse patient effects were reported.